Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. A visual inspection was performed and found two depressed negative contact pins due to dried fluid residue. The 'depressed battery pins on rear case' was verified. The cause was determined to be dried fluid residue. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had depressed battery pins on rear case during programming/set up in the emergency room. There was no patient injury or medical intervention associated with this event. No additional information is available.